Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective generator replacement, when a plasma blade was being used, sensing anomalies were observed. They were sensing marks on the programmer despite the device sensing being temporary off. The device did not inhibit pacing but appeared to lose output because there was no capture during plasma blade usage. Ceasing use of the plasma blade restored normal function.

Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the lab. The device was tested on the bench and no anomalies were found.